Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced inflammation and cloudy effluent. The specific inflammation site was unknown. The cause of the event was reported as due to (B)(6). It was not reported if the patient was hospitalized for the event. The patient was treated with penicillin and heparin sodium (doses, routes, frequencies and duration were not reported) for the event. At the time of this report, the patent has recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.